Event description:
(B)(4). Same case as: 2134265-2012-06580. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. In (B)(6) 2008, the patient presented with shortness of breath associated with exertion and retrosternal chest pain and was subsequently diagnosed as unstable angina (braunwald classification: 1b). Cardiac catheterization was recommended. The target lesion being treated was located in the proximal left anterior descending (lad). The lesion was 70% stenosed, 3.0mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 3.0x16mm study stent. Residual stenosis was 0%. In addition, a non-target lesion was 95% stenosed located in the proximal left circumflex (lcx). The lesion was treated with predilation and placement of a 3.5x12mm taxus express 2 stent. Residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with severe respiratory failure secondary to pneumonia and was subsequently diagnosed as non st elevation myocardial infarction. On arrival to the emergency room, cardiac enzymes were noted to be elevated consistent with protocol definition of myocardial infarction (mi). A 12 lead electrocardiogram performed revealed sinus tachycardia at a rate of 115 beats per minute. There was normal axis and intervals and no changes seen. In (B)(6) 2012, the event was considered resolved without residual effect and the patient discharged the same day.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).